Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2017. As reported by the patient's attorney, the patient experienced the following injuries as a result of having the upsylon y-mesh implanted in her: mental and physical pain, has sustained permanent injury, has undergone medical treatment and will likely to undergo further medical treatment and procedures. Boston scientific has been unable to obtain additional information regarding the event to date. ''Additional information on (B)(6) 2020'' it was reported to boston scientific corporation that an upsylon y-mesh was implanted into the patient for the treatment of cystocele and enterocele during a procedure performed on (B)(6) 2017. As reported by the patient's attorney, on (B)(6) 2018, the patient experienced cervical prolapse and was implanted with a non-bsc device (restorelle y). During the same procedure, she also underwent a revision procedure of the upsylon y-mesh device.

Manufacturer narrative:
Patient codes 1994, 2348 and 3191 capture the reportable events of pain, unspecified injury and revision surgery. Block h10: the complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2017 (implant date) as no event date was reported. The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an upsylon y-mesh was implanted on (B)(6) 2017. As reported by the patient's attorney, the patient experienced the following injuries as a result of having the upsylon y-mesh implanted in her: mental and physical pain, has sustained permanent injury, has undergone medical treatment and will likely to undergo further medical treatment and procedures. Boston scientific has been unable to obtain additional information regarding the event to date.